Manufacturer narrative:
Batch review performed on 22 may 2020: lot 1905651: (B)(4) items manufactured and released on 15-oct-2019. Expiration date: 2024-10-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved. Batch review performed on 22 may 2020: liner: mpact 01.32.3644hct flat pe hc liner 36/e (k103721) lot 185986: (B)(4) items manufactured and released on 20-sep-2018. Expiration date: 2023-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2018. Subsequently, the patient came in reporting instability due to a loose stem on (B)(6) 2020. The surgeon revised the head and stem and the surgery was completed successfully. Medacta complaint (B)(4) was filed [MDR 3005180920-2020-00295]. Presently, one month after the previous revision surgery, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner and the surgery was completed successfully.